Event description:
Please note the below complaint involves a device associated with an adverse event that is not manufactured by (B)(6) north america. During follow-up for a peritonitis event, it was reported that this patient was admitted to the hospital on (B)(6) 2026. The patient was diagnosed with influenza and pneumonia. During the hospitalization, the patient¿s pd catheter was discovered to be malfunctioning. The pd catheter was removed and the patient decided to permanently transition to in-center hemodialysis. The hospitalization was not related to dialysis or the use of any (B)(6) product(s). It could not be confirmed if the patient had been discharged. There is no indication of a serious injury, patient death, or other adverse event related to a (B)(6) product or other issue warranting further investigation. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).